Event description:
"MFR rec'd a report a dealership that the family alleges the" family member "ran into a wall due to 'malfunctioning electronics'". Conflicting injury reported. Minor non-serious injuries were initially reported. Family later claimed that pre-existing conditions were the result of the incident. Due to ambiguity, MDR filed.